Manufacturer narrative:
(B)(4). Baxter received and evaluated the device for the reported symptom, would not turn on when attempting to open the door with the slide clamp, which was not evaluated for because this condition was identified/clarified after the device evaluation had already been completed. The device now cannot be evaluated with respect to this condition because the pump was no longer in the received state from the customer at the time it was identified. It should be noted however that during the evaluation this condition was not identified as occurring and if it had occurred would have been recorded in this record.

Event description:
It was reported that a spectrum pump would not turn on when attempting to open the door with the slide clamp. It was also reported there was no patient involvement.